Event description:
On (B)(4) 2012, the lay user/patient in france contacted lifescan (lfs) alleging that his onetouch veriopro meter was reading inaccurately high. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests two times a day his normal blood glucose range is '70-130mg/dl'. The patient manages his diabetes with 32 units of 'umalog mix 50' (a mix of rapid and lantus insulin) twice a day and will increase his dosage as needed based on his blood glucose reading. On (B)(6) 2012 (time not specified), the patient reportedly obtained a blood glucose reading of '188 mg/dl' with the subject meter and in response to the reading, the patient administered 42 units of insulin as treatment. At an unspecified time later that evening, the patient clarified he developed symptoms of sweating, tiredness, and headache; however, the patient did not administer any treatment after the onset of his symptoms. On (B)(6) 2012 (time not specified) the patient indicated he contacted (via phone) his general practitioner (gp), he was advised to increase his insulin regimen from 35 units to 50 units. At 7:30pm, he stated he obtained a reading of '319mg/dl' with the subject meter and administered 50 units of insulin in response to the reading. Subsequently, later that evening the patient developed the same symptoms as the night before. The following morning, on (B)(6) 2012 the patient reportedly administered 'paracetamol' to treat his headache; however, the patient indicated his symptom did not improve. On (B)(6) 2012 the patient obtained the following readings and then administered insulin in response to the readings: (in the morning) '213mg/dl' then 42 units; (midday) '280mg/dl' then 40 units, and (dinner) '359mg/dl' with 50 units. The patient reportedly continued to have (in the evening) the same symptoms as previously stated. The patient reportedly continued "toobtain" (for the next three days) elevated readings with the subject meter, he would administer his new insulin regimen based on the readings, and each evening the patient would experience the same symptoms. On the morning of (B)(6) 2012, the patient reportedly obtained a reading of '257mg/dl' with the subject meter and administered 52 units of insulin. At an unspecified time later he went to his gp and was advised to go to the hospital to have his meter analyzed. Prior to going to the hospital, the patient indicated he tested with the onetouch vita meter and obtained a reading of '97mg/dl'. During his time in the hospital, the patient stated the nurse compared the subject meter ('276mg/dl') with the hospital's unknown meter ('95mg/dl'), performed within 2 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient indicated he was told by the nurse that the subject meter is wrong and was then sent home. The patient clarified he was in the hospital for only 30 minutes and he was not administered any treatment. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on 9/7/2012 with the following findings: the test strips involved with this complaint was found to have failed for control solution high and er4 was also observed. The meter has also been returned to lfs on (B)(4) 2012; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter met specifications and functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.